Manufacturer narrative:
Rospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("essure coil fell out of her tube into her belly / left essure coil expelled into the right fallopian tube fimbriae/slight adjacent to right ovary"), device breakage ("removed in 4 pieces (the left coil was removed in pieces)"), pregnancy with contraceptive device ("pregnancy on contraceptive device / positive for pregnancy"), abortion spontaneous ("early spontaneous abortion / miscarriage") and post procedural haemorrhage ("minimal bleeding had been noted") in a 28-year-old female patient (gravida 7, para 4) who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "it was an issue with the bottom that did not deploy correctly during placement on the left side (possible device malfunction)" on (B)(6) 2014, device difficult to use "device difficult to insert" on (B)(6) 2014, device ineffective "device ineffective", device deployment issue "there were 2 coils noted inside the uterine cavity" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 3, spontaneous abortion (1), uterine dilation and curettage, chlamydia test positive (before 2013), human papilloma virus antibody positive, cervical intraepithelial neoplasia, pap smear abnormal, termination of pregnancy - elective and vaginal delivery on (B)(6) 2014. Patient last delivery was not caesarean section, patient was not breast-feeding at the time of insertion. There was no abnormal uterine findings prior to insertion. Concurrent conditions included overweight, adhesion, cervical dilatation (during essure insertion) since (B)(6) 2014, general anesthesia (during essure insertion) since (B)(6) 2014, smoker, postpartum state and cystocele. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and post procedural discomfort ("postoperative discomfort"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and complication of device removal ("removed in 4 pieces (the left coil was removed in pieces)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal) and surgery (laparoscopic removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, post procedural haemorrhage, post procedural discomfort and complication of device removal outcome was unknown and the abortion spontaneous had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device breakage, device dislocation, post procedural discomfort, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion findings included: bimanual examination revealed a uterus sounding to 6.5 cm, a relatively open multiparous cervix, slightly retroverted, bilateral ostia visualized without difficulty. Essure placement on the left tubal ostia was somewhat different in that the tubal ostia was relatively widely dilated and the device when it was deployed, was deployed deeper than they had anticìpated, however, once the placement device was removed from the hysteroscope, it was noted that the coils were no longer in the placement device itself. Placement in the right tube was uncomplicated and 2 coils were seen outside of the tubal ostia at the end of the procedure. Perforation was denied. Also it was reported that there appeared to be a button malfunction because it would not click at first, then when further wheeling performed it progressed through to the second stage of wheeling back, until the hard stop, and was able to be pushed to deploy the coil. Possible device malfunction. Even though the black mark was at the ostia, there was still no trailing coil noted after the deployment device was removed from the tube. The placement device was removed from the scope and examined in the or and compared to the other device that had not been deployed yet. The patient tolerated the procedure well. Reporter denied pathology results, signs of infection or inflammation. She commented that the expelled left essure coil was adhered to the underside of the right broad ligament including the fallopian tube in the right and a small portion of the right ovary. It was relatively superficially adhered. The left tube appeared intact. The left coil was removed in pieces and the left tube was clipped with filshire clip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test - on (B)(6) 2015: positive. On (B)(6) 2014, bimanual examination revealed a 6-to 8-week size uterus, retroverted without adnexal masses or cysts. General examination revealed approximately grade 2 cystocele, however, a relatively well-supported uterus and perineal body. The insertion did not take more than 20 minutes and there was no fluid loss during hysteroscopy more than 1500cc. The estimated blood loss was 5 ml, and the IV fluid was 1000ml. Direct visualization of the coils using some hydrodistention into the left tubal ostium was still unable to visualize the coils, however, the tube angle did appear to take a rather sharp turn downwards. Next, turning attention to the right tube, the essure device was placed inside the hysteroscope and fed gently into the right tubal ostium and deployed per manufacturer recommendations, and at the end of device placement, there were 2 coils noted inside the uterine cavity in the cornua region and good placement noted. On (B)(6) 2015, a transvaginal ultrasound was performed and confirmed pregnancy - gestational sac visualized, size 4.4 mm x 4.9mm x 4.4mm. Intrauterine gestational sac measuring 6.4 mm (<5weeks of gestational age). No yolk sac or fetal pole seen. Normal right and left adnexa. On (B)(6) 2015 and (B)(6) 2017 patient underwent x-ray; and on (B)(6) 2017, x-ray, hysteroscopy and laparoscopy were performed. Results included: the essure coil traveled out of the left tube and ended up adjacente to the right fallopian tube/ slight adherent to right ovary. Right side was in correct position. On (B)(6) 2017, during removal procedure, laparoscopic tubal ligation was performed, removal of expelled essure from broad ligament and loop eletrocautery excisional procedure was performed. Postoperative diagnosis included: cervical intraepithelial neoplasia. On an unknown date, patient had findings as mucosa present, the squamo-columnar junction is not grossly identifiable. The endocervix appears, difficult to identify. The ectocervix appears tanglistening. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("essure coil fell out of her tube into her belly / left essure coil expelled into the right fallopian tube fimbriae/slight adjuscent to right ovary"), device breakage ("removed in 4 pieces (the left coil was removed in pieces)"), pregnancy with contraceptive device ("pregnancy on contraceptive device / positive for pregnancy"), abortion spontaneous ("early spontaneous abortion / miscarriage") and post procedural haemorrhage ("mininal bleeding had been noted") in a 28-year-old female patient (gravida 7, para 4) who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "it was an issue with the bottom that did not deploy correctly during placement on the left side (possible device malfunction)" on 5-nov-2014, device difficult to use "device difficult to insert" on 5-nov-2014, device deployment issue "therewere 2 coils noted inside the uterine cavity" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, spontaneous abortion (1), uterine dilation and curettage, chlamydia test positive (before 2013), human papilloma virus antibody positive, cervical intraepithelial neoplasia, pap smear abnormal, termination of pregnancy - elective and vaginal delivery on (B)(6) 2014. Patient last delivery was not caesarean section, patient was not breast-feeding at the time of insertion. There was no abnormal uterine findings prior to insertion. Concurrent conditions included overweight, adhesion, cervical dilatation (during essure insertion) since (B)(6) 2014, general anesthesia (during essure insertion) since (B)(6) 2014, smoker, postpartum state and cystocele. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and post procedural discomfort ("postoperative discomfort"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), investigation noncompliance ("patient did not underwent essure confirmation test") and complication of device removal ("removed in 4 pieces (the left coil was removed in pieces)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal) and surgery (laparoscopic removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, post procedural haemorrhage, post procedural discomfort, investigation noncompliance and complication of device removal outcome was unknown and the abortion spontaneous had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device breakage, device dislocation, investigation noncompliance, post procedural discomfort, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion findings included: bimanual examination revealed a uterus sounding to 6.5 cm, a relatively open multiparous cervix, slightly retroverted, bilateral ostia visualized without difficulty. Essure placement on the left tubal ostia was somewhat different in that the tubal ostia was relatively widely dilated and the device when it was deployed, was deployed deeper than they had anticìpated, however, once the placement device was removed from the hysteroscope, it was noted that the coils were no longer in the placement device itself. Placement in the right tube was uncomplicated and 2 coils were seen outside of the tubal ostia at the end of the procedure. Perforation was denied. Also it was reported that there appeared to be a button malfunction because it would not click at first, then when further wheeling performed it progressed through to the second stage of wheeling back, until the hard stop, and was able to be pushed to deploy the coil. Possible device malfunction. Even though the black mark was at the ostia, there was still no trailing coil noted after the deployment device was removed from the tube. The placement device was removed from the scope and examined in the or and compared to the other device that had not been deployed yet. The patient tolerated the procedure well. Reporter denied pathology results, signs of infection or inflammation. She commented that the expelled left essure coil was adhered to the underside of the right broad ligament including the fallopian tube in the right and a small portion of the right ovary. It was relatively super ficially adhered. The left tube appeared intact. The left coil was removed in pieces and the left tube was clipped with filshire clip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test - on (B)(6) 2015: positive on (B)(6) 2014, bimanual examination revealed a 6-to 8-week size uterus, retroverted without adnexal masses or cysts. General examination revealed approximately grade 2 cystocele, however, a relatively well-supported uterus and perineal body. The insertion did not take more than 20 minutes and there was no fluid loss during hysterosocpy more than 1500cc. The estimated blood loss was 5 ml, and the IV fluid was 1000ml. Direct visualization of the coils using some hydrodistention into the left tubal ostium was still unable to visualize the coils, however, the tube angle did appear to take a rather sharp turn downwards. Next, turning attention to the right tube, the essure device was placed inside the hysteroscope and fed gently into the right tubal ostium and deployed per manufacturer recommendations, and at the end of device placement, there were 2 coils noted inside the uterine cavity in the cornua region and good placement noted. On (B)(6) 2015, a transvaginal ultrasound was performed and confirmed pregnancy - gestational sac visualized, size 4.4 mm x 4.9mm x 4.4mm. Intrauterine gestational sac measuring 6.4 mm (<5weeks of gestational age). No yolk sac or fetal pole seen. Normal right and left adnexa. On 27-nov-2015 and 12-nov-2017 patient underwent x-ray; and on 19-dec-2017, x-ray, hysteroscopy and laparoscopy were performed. Results included: the essure coil traveled out of the left tube and ended up adjacente to the right fallopian tube/ slight adherent to right ovary. Right side was in correct position. On (B)(6) 2017, during removal procedure, laparoscopic tubal ligation was performed, removal of expelled essure from broad ligament and loop eletrocautery excisional proceddure was performed. Postoperative diagnosis included: cervical intraepithelial neoplasia. On an unknown date, patient had findings as mucosa present, the squamo-columnar junction is not grossly indentifiable. The endocervix appears, difficult to indentify. The ectocervix appears tanglistening. Most recent follow-up information incorporated above includes: on 17-aug-2018: case 2015-464555 was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter, lab data and essure indication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("essure coil fell out of her tube into her belly / left essure coil expelled into the right fallopian tube fimbriae/slight adjacent to right ovary"), device breakage ("removed in 4 pieces (the left coil was removed in pieces)"), pregnancy with contraceptive device ("pregnancy on contraceptive device"), abortion spontaneous ("early spontaneous abortion / miscarriage") and post procedural haemorrhage ("minimal bleeding had been noted") in a 28-year-old female patient (gravida 7, para 4) who had essure (batch no. C06514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "it was an issue with the bottom that did not deploy correctly during placement on the left side (possible device malfunction)" on (B)(6) 2014, device difficult to use "device difficult to insert" on (B)(6) 2014 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, spontaneous abortion (1), uterine dilation and curettage, chlamydia test positive (before 2013), human papilloma virus antibody positive, cervical intraepithelial neoplasia, pap smear abnormal, termination of pregnancy - elective and vaginal delivery on (B)(6) 2014. Patient last delivery was not caesarean section, patient was not breast-feeding at the time of insertion. There was no abnormal uterine findings prior to insertion. Concurrent conditions included overweight, adhesion, cervical dilatation (during essure insertion) since (B)(6) 2014, general anesthesia (during essure insertion) since (B)(6) 2014, smoker, postpartum state and cystocele. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and post procedural discomfort ("postoperative discomfort"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device deployment issue ("there were 2 coils noted inside the uterine cavity"), investigation noncompliance ("patient did not underwent essure confirmation test") and complication of device removal ("removed in 4 pieces (the left coil was removed in pieces)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal) .essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, post procedural haemorrhage, post procedural discomfort, device deployment issue, investigation noncompliance and complication of device removal outcome was unknown and the abortion spontaneous had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device breakage, device deployment issue, device dislocation, investigation noncompliance, post procedural discomfort, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion findings included: bimanual examination revealed a uterus sounding to 6.5 cm, a relatively open multiparous cervix, slightly retroverted, bilateral ostia visualized without difficulty. Essure placement on the left tubal ostia was somewhat different in that the tubal ostia was relatively widely dilated and the device when it was deployed, was deployed deeper than they had anticipated, however, once the placement device was removed from the hysteroscope, it was noted that the coils were no longer in the placement device itself. Placement in the right tube was uncomplicated and 2 coils were seen outside of the tubal ostia at the end of the procedure. Perforation was denied. Also it was reported that there appeared to be a button malfunction because it would not click at first, then when further wheeling performed it progressed through to the second stage of wheeling back, until the hard stop, and was able to be pushed to deploy the coil. Possible device malfunction. Even though the black mark was at the ostia, there was still no trailing coil noted after the deployment device was removed from the tube. The placement device was removed from the scope and examined in the or and compared to the other device that had not been deployed yet. The patient tolerated the procedure well. Reporter denied pathology results, signs of infection or inflammation. She commented that the expelled left essure coil was adhered to the underside of the right broad ligament including the fallopian tube in the right and a small portion of the right ovary. It was relatively super ficially adhered. The left tube appeared intact. The left coil was removed in pieces and the left tube was clipped with filshire clip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. On (B)(6) 2014, bimanual examination revealed a 6-to 8-week size uterus, retroverted without adnexal masses or cysts. General examination revealed approximately grade 2 cystocele, however, a relatively well-supported uterus and perineal body. The insertion did not take more than 20 minutes and there was no fluid loss during hysteroscopy more than 1500cc. The estimated blood loss was 5 ml, and the IV fluid was 1000ml. Direct visualization of the coils using some hydrodistention into the left tubal ostium was still unable to visualize the coils, however, the tube angle did appear to take a rather sharp turn downwards. Next, turning attention to the right tube, the essure device was placed inside the hysteroscope and fed gently into the right tubal ostium and deployed per manufacturer recommendations, and at the end of device placement, there were 2 coils noted inside the uterine cavity in the cornua region and good placement noted. On (b)(6( 2015, a transvaginal ultrasound was performed and confirmed pregnancy - gestational sac visualized, size 4.4 mm x 4.9mm x 4.4mm. Intrauterine gestational sac measuring 6.4 mm (<5weeks of gestational age). No yolk sac or fetal pole seen. Normal right and left adnexa. On (B)(6) 2015 and (B)(6) 2017 patient underwent x-ray; and on (B)(6) 2017, x-ray, hysteroscopy and laparoscopy were performed. Results included: the essure coil traveled out of the left tube and ended up adjacent to the right fallopian tube/ slight adherent to right ovary. Right side was in correct position. On (B)(6) 2017, during removal procedure, laparoscopic tubal ligation was performed, removal of expelled essure from broad ligament and loop electrocautery excisional procedure was performed. Postoperative diagnosis included: cervical intraepithelial neoplasia. On an unknown date, patient had findings as mucosa present, the squamo-columnar junction is not grossly identifiable. The endocervix appears, difficult to identify. The ectocervix appears tang listening. Most recent follow-up information incorporated above includes: on (B)(6) 2018: uterine/tubal perforation with essure questionnaire was received: previous medical history included 2 elective abortions (voluntary pregnancy terminations). Patient was post-partum at time of insertion. Insertion abnormal findings included the tubal ostia on left seemed rather widely dilated on hysteroscope. Physician stated that the insertion procedure was difficult because it was an issue with the bottom that did not deploy correctly during placement on the left side (possible device malfunction). No first click occurred. Even, though black mark was at ostia, no trailing coils seen on left. Minimal bleeding had been noted and toradol for postoperative discomfort. The essure confirmation test was not completed by the patient. On (B)(6) 2015 an ultrasound was performed and the pregnancy (<5weeks of gestational age) was diagnosed. No perforation occurred. Reporter stated that the right coil is on correct position, but she could not see the trailing coils in the left ostia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure coil fell out of her tube into her belly / left essure coil expelled into the right fallopian tube fimbriae/slight adjuscent to right ovary"), device breakage ("removed in 4 pieces (the left coil was removed in pieces)"), pregnancy with contraceptive device ("pregnancy on contraceptive device / positive for pregnancy"), abortion spontaneous ("early spontaneous abortion / miscarriage"), post procedural haemorrhage ("mininal bleeding had been noted") and genital haemorrhage ("minimal bleeding had been noted") in a 28-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "it was an issue with the bottom that did not deploy correctly during placement on the left side (possible device malfunction)" on (B)(6) 2014, device difficult to use "device difficult to insert" on (B)(6) 2014, device ineffective "device ineffective", device deployment issue "therewere 2 coils noted inside the uterine cavity" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3, spontaneous abortion (1), uterine dilation and curettage, chlamydia test positive (before 2013), human papilloma virus antibody positive, cervical intraepithelial neoplasia, pap smear abnormal, termination of pregnancy - elective and vaginal delivery on 9-sep-2014. Patient last delivery was not caesarean section, patient was not breast-feeding at the time of insertion. There was no abnormal uterine findings prior to insertion. Concurrent conditions included overweight, adhesion, cervical dilatation (during essure insertion) since (B)(6) 2014, general anesthesia (during essure insertion) since (B)(6) 2014, smoker, postpartum state and cystocele. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and post procedural discomfort ("postoperative discomfort"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), complication of device removal ("removed in 4 pieces (the left coil was removed in pieces)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, post procedural haemorrhage, post procedural discomfort, complication of device removal and genital haemorrhage outcome was unknown and the abortion spontaneous had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device breakage, device dislocation, genital haemorrhage, post procedural discomfort, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion findings included: bimanual examination revealed a uterus sounding to 6.5 cm, a relatively open multiparous cervix, slightly retroverted, bilateral ostia visualized without difficulty. Essure placement on the left tubal ostia was somewhat different in that the tubal ostia was relatively widely dilated and the device when it was deployed, was deployed deeper than they had anticìpated, however, once the placement device was removed from the hysteroscope, it was noted that the coils were no longer in the placement device itself. Placement in the right tube was uncomplicated and 2 coils were seen outside of the tubal ostia at the end of the procedure. Perforation was denied. Also it was reported that there appeared to be a button malfunction because it would not click at first, then when further wheeling performed it progressed through to the second stage of wheeling back, until the hard stop, and was able to be pushed to deploy the coil. Possible device malfunction. Even though the black mark was at the ostia, there was still no trailing coil noted after the deployment device was removed from the tube. The placement device was removed from the scope and examined in the or and compared to the other device that had not been deployed yet. The patient tolerated the procedure well. Reporter denied pathology results, signs of infection or inflammation. She commented that the expelled left essure coil was adhered to the underside of the right broad ligament including the fallopian tube in the right and a small portion of the right ovary. It was relatively super ficially adhered. The left tube appeared intact. The left coil was removed in pieces and the left tube was clipped with filshire clip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pregnancy test - on (B)(6) 2015: results: positive. On (B)(6) 2014, bimanual examination revealed a 6-to 8-week size uterus, retroverted without adnexal masses or cysts. General examination revealed approximately grade 2 cystocele, however, a relatively well-supported uterus and perineal body. The insertion did not take more than 20 minutes and there was no fluid loss during hysterosocpy more than 1500cc. The estimated blood loss was 5 ml, and the IV fluid was 1000ml. Direct visualization of the coils using some hydrodistention into the left tubal ostium was still unable to visualize the coils, however, the tube angle did appear to take a rather sharp turn downwards. Next, turning attention to the right tube, the essure device was placed inside the hysteroscope and fed gently into the right tubal ostium and deployed per manufacturer recommendations, and at the end of device placement, there were 2 coils noted inside the uterine cavity in the cornua region and good placement noted. On (B)(6) 2015, a transvaginal ultrasound was performed and confirmed pregnancy - gestational sac visualized, size 4.4 mm x 4.9mm x 4.4mm. Intrauterine gestational sac measuring 6.4 mm (<5weeks of gestational age). No yolk sac or fetal pole seen. Normal right and left adnexa. On (B)(6) 2015 and (B)(6) 2017 patient underwent x-ray; and on (B)(6) 2017, x-ray, hysteroscopy and laparoscopy were performed. Results included: the essure coil traveled out of the left tube and ended up adjacente to the right fallopian tube/ slight adherent to right ovary. Right side was in correct position. On (B)(6) 2017, during removal procedure, laparoscopic tubal ligation was performed, removal of expelled essure from broad ligament and loop eletrocautery excisional proceddure was performed. Postoperative diagnosis included: cervical intraepithelial neoplasia. On an unknown date, patient had findings as mucosa present, the squamo-columnar junction is not grossly indentifiable. The endocervix appears, difficult to indentify. The ectocervix appears tanglistening. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("essure coil fell out of her tube into her belly / essure coil travelled out of left tube and ended up adjacent to the right fallopian tube fimbriae/slight adjuscent to right ovary"), device breakage ("removed in 4 pieces"), pregnancy with contraceptive device ("pregnancy on contraceptive device") and abortion spontaneous ("early spontaneous abortion / miscarriage") in a 28-year-old female patient (gravida 7, para 4) who had essure (batch no. C06514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device difficult to insert" on (B)(6)2014 and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3, spontaneous abortion (1), uterine dilation and curettage, chlamydia test positive, human papilloma virus antibody positive, cervical intraepithelial neoplasia and pap smear abnormal. Patient last delivery was not caesarean section, patient was not breast-feeding at the time of insertion. There was no abnormal uterine findings prior to insertion. Concurrent conditions included overweight, adhesion, cervical dilatation (during essure insertion) since (B)(6) 2014, general anesthesia (during essure insertion) since (B)(6) 2014 and smoker. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), investigation noncompliance ("patient did not underwent essure confirmation test"), device expulsion ("essure coil was expelled at some point after placement") and device deployment issue ("there were 2 there were noted inside the uterine cavity"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, investigation noncompliance, device expulsion and device deployment issue outcome was unknown and the abortion spontaneous had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device deployment issue, device dislocation, device expulsion, investigation noncompliance and pregnancy with contraceptive device to be related to essure. The reporter commented: patient tolerated procedure well. No trailing coil was noted on either side. Perforation was denied. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2014, insertion did not take more than 20 minutes and there was no fluid loss during hysteroscopy more than 1500cc. On (B)(6) 2015, a transvaginal ultrasound was performed and confirmed pregnancy - gestational sac visualized, size 4.4 mm x 4.9mm x 4.4mm. Intrauterine gestational sac measuring 6.4 mm (< 5 weeks). No yolk sac or fetal pole seen. Normal right and left adnexa. On (B)(6) 2015 and (B)(6) 2017 patient underwent x-ray; and on (B)(6) 2017, x-ray, hysteroscopy and laparoscopy were performed. Results included: the essure coil traveled out of the left tube and ended up adjacent to the right fallopian tube/ slight adherent to right ovary. Right side was in correct position. On (B)(6) 2017, during removal procedure, laparoscopic tubal ligation was performed, removal of expelled essure from broad ligament and loop electrocautery excisional procedure was performed. Postoperative diagnosis included: cervical intraepithelial neoplasia. On an unknown date, patient had findings as mucosa present, the squamo-columnar junction is not grossly identifiable. The endocervix appears, difficult to identify. The ectocervix appears tanglistening. Most recent follow-up information incorporated above includes: on 21-feb-2018: perforation questionnaire was provided. Patient historical condition and concomitant condition added. Essure insertion, removal dates and lot number were provided. Event added as follows: device breakage, pregnancy on contraceptive device, spontaneous abortion, device ineffective, device deployment issue, device expulsion, investigation non-compliance, device difficult to use. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure coil fell out of her tube into her belly") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (coil will be removed via surgery). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.